Manufacturer narrative:
New information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient's spouse reported that patient on peritoneal dialysis (pd) expired from a heart attack while on the cycler. Additionally, the patient¿s pd nurse stated there would be an investigation into the cause of death and the cycler will be picked. In an additional follow-up call, the pd manager for patient¿s associated clinic confirmed the patient expired on (B)(6) 2023. It was reported that during the pd treatment (unknown phase) the patient began experiencing chest pain. However, per the pd manager, the patient declined to call 911. It was stated that in the last drain of the pd treatment the patient became unresponsive. Reportedly, the patient¿s wife called 911 and performed (cardiopulmonary resuscitation) CPR for approximately 3 minutes. Upon arrival of emergency medical services (ems) in the home, CPR was continued for approximately another ½ hour. The pd manager indicated the patient was transported to the hospital but was pronounced deceased. The nurse stated the cycler is not suspected to have caused the patient¿s death. The pd manager reported the patient began their normally scheduled pd treatment (on (B)(6) 2023) without any reported issues or untoward events. Additionally, it was stated the patient was completing pd treatments prior to death without any issues or adverse events. The pd manager stated the patient¿s death certificate was not available. However, the cause of death was reported as myocardial infarction likely due to comorbid conditions. The cycler was pending return to manufacturer when follow-up was performed.

Event description:
A patient's spouse reported that patient on peritoneal dialysis (pd) expired from a heart attack while on the cycler. Additionally, the patient¿s pd nurse stated there would be an investigation into the cause of death and the cycler will be picked. In an additional follow-up call, the pd manager for patient¿s associated clinic confirmed the patient expired on (B)(6) 2023. It was reported that during the pd treatment (unknown phase) the patient began experiencing chest pain. However, per the pd manager, the patient declined to call 911. It was stated that in the last drain of the pd treatment the patient became unresponsive. Reportedly, the patient¿s wife called 911 and performed (cardiopulmonary resuscitation) CPR for approximately 3 minutes. Upon arrival of emergency medical services (ems) in the home, CPR was continued for approximately another ½ hour. The pd manager indicated the patient was transported to the hospital but was pronounced deceased. The nurse stated the cycler is not suspected to have caused the patient¿s death. The pd manager reported the patient began their normally scheduled pd treatment (on (B)(6) 2023) without any reported issues or untoward events. Additionally, it was stated the patient was completing pd treatments prior to death without any issues or adverse events. The pd manager stated the patient¿s death certificate was not available. However, the cause of death was reported as myocardial infarction likely due to comorbid conditions. The cycler was pending return to manufacturer when follow-up was performed.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation an exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies found during the internal inspection.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient's spouse reported that patient on peritoneal dialysis (pd) expired from a heart attack while on the cycler. Additionally, the patient¿s pd nurse stated there would be an investigation into the cause of death and the cycler will be picked. In an additional follow-up call, the pd manager for patient¿s associated clinic confirmed the patient expired on (B)(6) 2023. It was reported that during the pd treatment (unknown phase) the patient began experiencing chest pain. However, per the pd manager, the patient declined to call 911. It was stated that in the last drain of the pd treatment the patient became unresponsive. Reportedly, the patient¿s wife called 911 and performed (cardiopulmonary resuscitation) CPR for approximately 3 minutes. Upon arrival of emergency medical services (ems) in the home, CPR was continued for approximately another ½ hour. The pd manager indicated the patient was transported to the hospital but was pronounced deceased. The nurse stated the cycler is not suspected to have caused the patient¿s death. The pd manager reported the patient began their normally scheduled pd treatment (on (B)(6) 2023) without any reported issues or untoward events. Additionally, it was stated the patient was completing pd treatments prior to death without any issues or adverse events. The pd manager stated the patient¿s death certificate was not available. However, the cause of death was reported as myocardial infarction likely due to comorbid conditions. The cycler was pending return to manufacturer when follow-up was performed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. It was stated the patient was completing pd treatments on the fresenius cycler without any adverse effects prior to death. The patient¿s death was reportedly caused by a myocardial infarction as the patient was experiencing symptoms of chest pain during the pd treatment. The patient had a past medical history of esrd, chronic anemia, hypertension, cardiac murmur (unspecified), and congenital stenosis of aortic valve, and alcoholic liver with prior liver transplant. While the exact cause of the myocardial infarction is unknown, the patient¿s comorbid conditions are significant risk factors for myocardial infarction and likely contributed to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.